Event description:
It was reported that potassium phosphate volume discrepancy. There was patient involvement with no patient harm. On (B)(6) 2026, a surgical ICU patient had potassium phosphate 1000 ml infused over ~2 hours instead of 8 hours. The programmed rate was 126.9 ml/hr and the infusion was found empty after a bolus air in line alarm; no leaks were detected. Medication: potassium phophate 45 mmol/1000 ml epic order: (B)(4) date/time frame: (B)(6) 2026 12:16-14:08 pcu: (B)(4) module: (B)(4).

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: imdrf annex e, f, a, b, c, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal and external inspection did not observe any anomalies related with the reported issue; the pcu front case was observed to be third-party part, this part is not a contributing factor of the reported issue. Contamination was observed on the rear case of the male and female iuis of the suspect pump module. A review of the pump module and pcu error logs showed no errors related with the reported incident. On january 6, 2026, at 12:16 pm, the infusion of the reported issue was programmed by external control with the suspect device with a rate of 126.875ml/h and vtbi (volume to be infused) of 1015ml. The profile in use was identified as ¿adult¿. The pvi (primary volume infused) at the start of the infusion was 397.92ml. At 2:02 pm the infusion stopped by ail (air in line) alarm with a pvi of 621.441ml, then, the pump module was powered off. No further infusions with the suspect device were performed the day of the reported event. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported over infusion could not be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that potassium phosphate volume discrepancy. There was patient involvement with no patient harm. On (B)(6) 2026, a surgical ICU patient had potassium phosphate 1000 ml infused over ~2 hours instead of 8 hours. The programmed rate was 126.9 ml/hr and the infusion was found empty after a ¿bolus air in line¿ alarm; no leaks were detected. Medication: potassium phophate 45 mmol/1000 ml epic order: (B)(4) date/time frame: 1/6/2026 12:16-14:08.